Event description:
The customer contact reported a delay of critical therapy following the inability to locate the medication in the drug library of the device. On an unspecified date and time, the nurse reported that during programming of the device during a code for a cardiac arrest, epinephrine "could not be found in the drug library" of the device. The device was removed from clinical use. It was reported that epinephrine was drawn up into a syringe and the therapy was initiated using an unspecified syringe device. Although there was potential for serious injury, no adverse pt effects were reported. The customer contact reported that on an unspecified date, the user facility had wirelessly downloaded a drug library into the device; however, the updated drug library reportedly had not downloaded into the device. Though requested, no additional information was provided, including specific pump programming, specific event details, and pt outcome.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.